Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 35 mg/dl. Troubleshooting was performed. The amount of insulin left in the reservoir matched with the units left on the status screen. Reviewed the bolus, basal, and daily totals and they were correct. No further info was provided.

Manufacturer narrative:
Currently,it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.